Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with force used during the implant procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a leadless pacemaker (lp) implant procedure, the helix became stretched. The lp was removed and a new lp was successfully implanted. The patient was stable.